Event description:
It was reported that there were problems in moving the arm on the 9800 system. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Removed and replaced the cross arm lock assembly. The system was tested and found to be working as intended and placed back into service.